Event description:
During the vascular grafting treatment procedure, the tip of the wallgraft delivery catheter became separated. The physician experienced difficulty in loading the delivery catheter onto the guide. When force was applied to manipulate the catheter, the tip separated. The device was outside of the pt's body when the issue occurred. A new device was used and the procedure was completed successfully. No pt complicatons were reported.